Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the hcp and rep were concerned that the patient was having a stroke during the stage 2 procedure because the patient had a headache and could not respond or give feedback intra-operatively; a CT scan was performed. The patient was doing fine following the procedure and could respond back to the rep's questions. It was noted by the hcp that the stroke event was unrelated to the device. The rep and hcp also reported that during the same procedure, after removing the protective boot from the lead cap, it was discovered that the lead was bent. The lead was not quite a 90 degree angle but it was definitely bent between contacts 1 and 2. The lead was successfully inserted into the extension and the patient was closed up. Impedance testing was performed and resulted in normal values; contacts 1 and 2 were in the 900 ohms range. Follow-up revealed that the cause of the lead bend was indeterminate, and there didn't seem to be an issue with the lead cap. The rep also mentioned that he would venture to say that the lead was bent as it was being inserted into the lead cap during the stage 1 procedure. Additionally, the rep reported that he cannot confirm if the patient had a stroke during stage 2. Regarding the stroke event, the rep suspected that since the patient was having difficulty communicating, it might have been something similar to a trans ischemic attack. If additional information is received, a follow-up report will be submitted.